Manufacturer narrative:
It was reported that a battery temperature error message "b temp" occurred on the rotaflow console. The event occurred during treatment. The rotaflow was exchanged as a precaution. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. According service order dated on 2026-04-01 the mcp00702755#battery pack for rfc (article number 701017188) has been replaced. After the replacement the device is working as intended. The reported failure was assessed by the getinge life cycle engineering on 2026-04-13. The most probable root causes were determined as either a defective sensor or actual overheating of the battery pack caused by defective cells. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2026-04-09 for the period of 2012-11-28 to 2026-04-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-11-28. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that a battery temperature error message "b temp" occurred on the rotaflow console. The event occurred during treatment. The rotaflow was exchanged as a precaution. No harm to any person has been reported. According to the instruction for use (instructions for use / 4.4 / en / 15; chapter 8.1.2 technical alarms) the rotaflow gives an error message to show that the rotaflow battery is starting to overheat. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. According to service order dated on 2026-04-01 the mcp00702755 battery pack for rfc (article number 701017188) has been replaced. Thus, the failure could be confirmed. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.